Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the power brick was confirmed. The power brick did get hot after twenty minutes. It reached a temperature of sixty six point two degrees celsius. With a replacement power brick the communicator passed all baseline tests.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a patient noticed the smell of something burning and saw that their communicator and power cord were burned up. No storms or power outages were noted. Nobody was injured in the incident, and the patient was using the original power cord. The communicator and power/phone cords will be returned for analysis and a replacement communicator will be shipped. To date, no adverse patient effects have been reported.